Event description:
The customer reported having unexplained high blood glucose of 370mg/dl. The customer stated that she was taken in an ambulance and the insulin pump was suspended. The customer stated that her blood glucose reading was 45mg/dl before she left and when she was driving she had no idea where she was. Then the police saw her wavering and had called the paramedics. The customer stated that every time she experienced low blood glucose and brings it up, she has problems to drop down. The customer stated that her blood glucose just was treated with a manual injection, but she still is running high. Advised the customer to call us back to troubleshoot the device. The customer also stated that she changed the site the night before and her glucose level still sis at 414mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.